Manufacturer narrative:
2017 failure to follow instructions added. Visual analysis was performed on the returned device. The reported material separation was confirmed. The difficult to remove and activation failure were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. It was reported that pre-dilatation was performed with a 4.0mm balloon, it should be noted that the pre-dilatation sizing table located in the supera instructions for use, preparation for use section, lists a recommended minimum inflated balloon diameter of greater than 6.0 mm for a 6.0 mm supera stent. It is likely that inadequate pre-dilatation of the vessel contributed to the reported difficulties. The supera instructions for use (IFU), stent deployment instructs: ¿should unusual resistance be felt at any time during stent system advancement or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit.¿ however, the event details stated, ¿everything was out of the patient¿. This indicated the physician did eventually remove the entire system, indicating knowledge of the IFU instruction. The investigation determined the cause for the reported difficult activation was due to use error. In this case, based on the reported information, it is likely that the deployment difficulty was a result of inadequate pre-dilatation of the stricture. It is likely that the stent was unable to fully expand to the diameter of 6mm because the vessel was not pre-dilated enough to accommodate the stent diameter. Deploying the supera stent in the undersized vessel likely caused the stent to elongate preventing the stent from being able to release. The reported difficulty removing, and the tip separation likely occurred as the stent system was being retracted into the introducer sheath with the stent partially deployed. The material separation, and the stretched material, material twisted / bent, and the compressive damage noted in the return goods analysis were due to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: 2017 failure to follow instructions was added.

Event description:
It was reported that the procedure performed was to treat a heavily calcified popliteal artery with a 6mm vessel diameter. After pre-dilatation with a non-abbott balloon a 6.0x120mm supera self-expanding stent system (sess) was advanced over a non-abbott guide wire and through a 6f sheath under fluoroscopy. The stent was released and during removal under fluoroscopy of the stent delivery system from the guide wire resistance was met. Excessive force was used to remove the sess and the deployed supera stent came along with it. It was noted the catheter tip separated and was found on the guide wire. The artery was dilatated again with a non-abbott balloon and a second 6.0x60mm supera was advanced; however the same exact issue occurred. The use and removal of the second supera was also done under fluoroscopy. The procedure was successfully completed with an unspecified drug coated balloon. There were no adverse patient effects and no clinically significant delay. B5: clarification of case details reported initially: both separated tips were removed each time with the removal of the stent delivery system and guide wire. No medical intervention was needed for the removal of the separated tips. Nothing was left in the patient. Additional information received subsequent to filing the initial mdrt: when the vessel was dilatated for the second time a 6.0x60mm non-abbott balloon was used. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional supera mentioned is being filed under a separate medwatch report #.

Event description:
It was reported that the procedure performed was to treat a heavily calcified popliteal artery with a 6mm vessel diameter. After pre-dilatation with a non-abbott balloon a 6.0x120mm supera self-expanding stent system (sess) was advanced over a non-abbott guide wire and through a 6f sheath under fluoroscopy. The stent was released and during removal under fluoroscopy of the stent delivery system from the guide wire resistance was met. Excessive force was used to remove the sess and the deployed supera stent came along with it. It was noted the catheter tip separated and was found on the guide wire. The artery was dilatated again with a non-abbott balloon and a second 6.0x60mm supera was advanced; however the same exact issue occurred. The use and removal of the second supera was also done under fluoroscopy. The procedure was successfully completed with an unspecified drug coated balloon. There were no adverse patient effects and no clinically significant delay. No additional information was provided.